Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently missed selecting healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely "there is coating peeling on the connecting tube (more than 1 mm 2)" that the phenomenon occurred due to a damaged channel. However, the cause of the damaged channel was unknown. The event can be detected/prevented by following the instructions for use which state: "do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Do not put or press the endoscope connector on the insertion section". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the bending section cover was discolored; the suction volume did not meet the standard due to a broken channel tube; the channel tube was not waterproof due to a broken channel tube; the ultrasonic connector had corrosion due to water leakage; the insulation resistance between the evis (scope) connector and the ultrasonic connector did not reach the standard value due to damage to the ultrasonic cable sheath. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the ultrasound bronchofibervideoscope exhibited there was coating peeling on the connecting tube (more than 1 mm2). There were no reports of patient harm.